Event description:
It was reported that during use in the operating room, no urine was found to be flowing. Poor drainage. Per follow up information received via ibc on 26mar2025, it was unknown whether urine was not flowing from catheter or bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date on 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use in the operating room, no urine was found to be flowing. Poor drainage. Per follow up information received via ibc on 26mar2025, it was unknown whether urine was not flowing from catheter or bag.

Event description:
It was reported that during use in the operating room, no urine was found to be flowing. Poor drainage. Per follow up information received via ibc on 26mar2025, it was unknown whether urine was not flowing from catheter or bag.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed manufacturing related. CAPA 11881143 was initiated to address the reported event. Received (9) photo samples. First photo sample shows top view catheter and syringe used for reported event. Second photo sample shows trifurcation site. Third photo sample shows end of catheter with deflated balloon. Fourth photo sample shows side profile of inflation cap. Fifth photo sample shows side profile of package. Sixth photo sample shows top view of document written in native language. Seventh photo the inflation valve cap. Eighth photo shows the date code. The ninth photo shows the product packaging information. Visual inspection of the sample noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), and no leaks observed. With syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and the solution did not advance through the lumen observed a blockage in funnel on the return sample. This is out of specification which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". No actions can be taken at this time since a root cause was not identified. DHR was not required as the CAPA 11881143 is applicable for this product lot number. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.